Event description:
In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?", 12 patients with dfr (out of a total cohort of 84) were alleged to have taper junction subsidence. This pi is for patient 7, a female who had a dfr due to bone sarcoma. Proximal junction subsidence was noted 8 years post-op. At 12 years post-op, a rebushing was performed. Per provided images (fig. 3): this intra-operative imaging of gmrs implant shows the complete collapse of the taper junction proximally and intact taper junction distally. At 23 year follow-up, the junction was not revised. Treatment was reported as 'wait and see.' Additionally, at 24 years post op it is noted "cutaneous metallosis can be seen."

Manufacturer narrative:
An event regarding subsidence involving an unknown implant gmrs stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned, however, images and an x-ray was provided for analysis, it was evident that gmrs implant shows the complete collapse of the taper junction proximally and intact taper junction distally -clinician review: a review of the provided medical records by a clinical consultant indicated: the two undated ap x-rays first show a normal appearing dfr. The second shows collapse of the proximal taper junction. The intraoperative photograph demonstrates collapse of this junction as well. In addition, metallosis in surrounding soft tissues is seen. The last photograph of a post-operative lower extremity demonstrates discoloration of the skin about the knee. Collapse and failure of the proximal taper junction in a distal femoral replacing tkr is confirmed. I have never seen metallosis from a failed arthroplasty get to the point where there is cutaneous evidence but admit this may be possible. The root cause of this mechanical complication cannot be determined from the documentation provided. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to subsidence. The device was not returned; however, images and an x-ray was provided for analysis, it was evident that gmrs implant shows the complete collapse of the taper junction proximally and intact taper junction distally. A review of the provided medical records by a clinical consultant indicated: the two undated ap x-rays first show a normal appearing dfr. The second shows collapse of the proximal taper junction. The intraoperative photograph demonstrates collapse of this junction as well. In addition, metallosis in surrounding soft tissues is seen. The last photograph of a post-operative lower extremity demonstrates discoloration of the skin about the knee. Collapse and failure of the proximal taper junction in a distal femoral replacing tkr is confirmed. I have never seen metallosis from a failed arthroplasty get to the point where there is cutaneous evidence but admit this may be possible. The root cause of this mechanical complication cannot be determined from the documentation provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?", 12 patients with dfr (out of a total cohort of 84) were alleged to have taper junction subsidence. This pi is for patient 7, a female who had a dfr due to bone sarcoma. Proximal junction subsidence was noted 8 years post-op. At 12 years post-op, a rebushing was performed. Per provided images (fig. 3): this intra-operative imaging of gmrs implant shows the complete collapse of the taper junction proximally and intact taper junction distally. At 23 year follow-up, the junction was not revised. Treatment was reported as 'wait and see.' Additionally, at 24 years post op it is noted "cutaneous metallosis can be seen."